Event description:
Patient's parent called to report that on friday in 2006, his child complained of pain and redness. The patient went to a store to see the optometrist and was referred to an emergency room. The patient was referred to an ophthalmologist and was examined the next day. The parent stated, the child was diagnosed with a corneal ulcer. The patient was reportedly treated with antibiotics and is improving well. The patient had been using complete moisture plus for cleaning and disinfection. The location of the ulcer on the cornea is unknown. Multiple unreturned messages were left for the ophthalmologist and no additional information has been made available. This injury is being reported as an MDR as we are unable to rule out a serious injury with the available information.

Manufacturer narrative:
Device labeling single use or reuse.